Event description:
On the 7th may 2015, lenstec ((B)(4)) inc. Received an email notification stating that an endophalmitis condition was reported. The surgery was performed on (B)(6) 2014 and the lens is still implanted. The completed complaint form was received on the 28th may 2015 with the following information: the patient developed endophthalmitis in operate eye 3-4 weeks post-surgery (no symptoms or problems prior); best corrected vision od 20/200; patient had vitrectomy od (B)(6) 2014 with intraocular antibiotics; patient condition: no pre-existing conditions; conditions after implantation - decreased vision 20/200; pharmaceuticals administered: pre-operatively: patient was started on gentamicin and ketorolac two days prior to surgery; intra-operatively: trypan blue was used during surgery to visualize capsule; post -operatively: patient continued gentamicin and ketorolac and added prednisolone; associated products used for implantation: injector: rhein 05-2136b, cartridge: lenstec lc1645s, other instruments: kelman-mcpherson forceps, viscoelastic solution: healon ovd 10mg/ml. 0.55ml. Dr. (B)(6) also stated that it was very unusual that 'endophthalmitis appeared suddenly in a 3 week post op eye that was stable and no inflammation or wound leaky". Further information provided by dr. (B)(6) on the 4th june 2015 stated that: the lens appeared normal postoperatively; there were no infection control investigations launched. The wound was water tight at day one and day seven; the patient is retired and no hobby or work that we know of that could allow for contamination. The problem started at 26 days post op.